Event description:
A report was received from china stating that an 840 ventilator had logged an error code in the device history. The error code suggested that the ventilator was in an inoperative condition. The device was not being used on a pt when event occurred.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the solenoid valve (sol1). The device then passed the extended self-test (est) and short self-test (sst). (B)(4).